Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one introducer needle was returned for evaluation. Visual, microscopic and functional evaluations were performed on the returned device. Cracks were noted on the introducer needle hub. The introducer needle was patent to both infusion and aspiration without issue. No leaks were observed throughout tests. Therefore, the investigation is confirmed for the reported fracture issues. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (method, result). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient prepped for a port placement procedure using the powerport clearvue isp. Prior to the procedure, it was reported that the puncture needle was allegedly ruptured. There was no patient contact.

Event description:
A patient prepped for a port placement procedure using the powerport clearvue isp. Prior to the procedure, it was reported that the puncture needle was allegedly ruptured. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection / evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device / patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.